Event description:
It was reported that the patient presented in the operation room for an ablation procedure. During the procedure, it was noted that the patient's pacemaker failed to be interrogated due to no rf (radiofrequency) telemetry and the diagnostic report failed to be downloaded. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.